Event description:
Analysis of the returned device found that the microdelivery catheter had separated just proximal to the hub. There was no clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device found the microdelivery catheter had stretched and separated under the strain relief, just proximal to the hub. The inner brain was intact. The stabilizer was separated 2.7cm from its proximal end. No other anomalies were noted. Additional information from the user facility stated that resistance had been encountered during the use of the device. From the information provided there is no indication that there was any device misuse that contributed to the reported event. Based on the investigation findings, the damage noted to the device most likely occurred when excessive force was applied to overcome the resistance encountered. Therefore, the most probable cause is operational context.